Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was displaying a service code, was overheating and made a loud popping noise. The pt was issued a replacement monitor.